Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Functional check revealed that the mixing pump is without function. Mixing pump was replaced during the pm. The device underwent pm servicing while in for repair. Circulation pump, heater and drain valves were replaced. Water replacement, functional check, new calibration passed, mtk and est performed. The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool.